Event description:
It was reported this ureteral stone retrieval basket was being utilized during a therapeutic laparoscopic cholecystectomy with common bile duct exploration resulting in detachment of the basket in the common bile duct. Surgical retireval of the detached basket segment was uneventful. No pt sequelea resulted from this event.

Manufacturer narrative:
A visual examination indicates the sheath of the device is kinked in two spots 81cm from the distal tip of the sheath. The basket is separate from the device. The handle functions easily and wire sub-assembly (s/a) moves smoothly inside sheath s/a, no binding or excessive required to actuate handle. Device does not function due to basket having separated from rest of wire s/a. Under visual and microscopic examination, it was found that the splice cannula that holds the basket to the drive wire has broken in half. See attached pictures of splice cannula. The surface of the two halves of the splice cannula were carefully inspected and no defects that could cause the splice cannula to split in half could be found. The diameter of the splice cannula is constant, the grinding marks are uniform and there are no nicks or marks in the surface, and the broken ends of the splice cannula are full of solder with no voids. It was indicated this device was used in the common bile duct for exploration and subsequent cholecystectomy. This is not an indicated use of the device. We believe user technique contributed to this event and do not attribute it to the device. Our directions for use indicate: indications for use: "the microvasive helical basket is used endoscopically to entrap and remove calculi and other foreign objects from the ureter".